Event description:
Caller reported a minimum fill notification issue, and there was no adverse impact on the customer's blood glucose level. The customer was attempting to load a new cartridge with 120 units of insulin, and the issue was resolved by cleaning the pneumatic tap area on the pump as instructed by technical support. Reloading the same cartridge resolved the issue, allowing the customer to successfully load the cartridge and resume insulin.